Event description:
It was reported that during an lar procedure, the device ripped. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 3/24/2008. Info anticipated, but unavailable at this time.